Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the insulin pump was dropped and got exposed to fluid. The customer's blood glucose was 186 mg/dl at the time of incident. The customer's grandmother reported that the blood glucose went up to 524 mg/dl. The customer's blood glucose was 337 mg/dl at the time of call. The customer's grandmother performed self test and the insulin pump passed. The customer's grandmother performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The insulin pump will not be returned for analysis.